Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm pro needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: the consumer reported 1 pen needle worked during flow check but clogged during injection. Date of event : (B)(6) 2021. Samples status : awaiting sample.